Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to locate a patient within the system. The patient arrived for an endoscopy appointment, but the patient record failed to appear in pyxis. The barcode also failed to scan. As a result, nurses manually entered the patient information in order to access and dispense medication. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users must manually enter patient information to remove medication from the pyxis system. A technical support specialist (tss) dialed into server and verified sample patient at unit smmcgast and station endo as part of this unit. Station endo was showing offline at rss; verified last synchronization. Emailed customer to check network cable at station and any network issues at the unit before proceeding with dispatch. Verified at rss that station returned online, suspected temporary connection loss. Customer reported performing a station reboot. Dialed back into server and verified synchronization information was current. Customer did a reboot to resolve the issue. The system functioned as intended after the technical support specialist investigated the issue.